Event description:
It was reported that a patient presented remotely via merlin.net with episodes of inappropriate automatic mode switching (ams) on their implantable cardioverter defibrillator (ICD) as a result of far r-wave oversensing. Intervention was planned, but none was reported. There were no patient consequences.